Event description:
It was reported that during the loading of this transcatheter bioprosthetic valve, the valve was loaded by a certified nurse and flu oroscopy revealed a successful load. The valve was deployed to the point of no recapture at a depth of 3-4 mm, which was acceptable. The valve was released slowly, however during the final release the valve shifted downwards to a depth of more than 14 mm which resulted in a high amount of leakage over the skirt. A second valve was implanted higher than the first valve, which successfully sealed the leakage over the skirt of the first valve.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-34, (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: two cine images were provided for review. There was not image of the valve check provided to review. There was no image provided of valve depth at the point of no recapture. No computed tomography (CT) images were provided to assess cardiac anatomy. Evidence shows the first valve fully deployed deep into the ventricle. The second images shows a second valve implanted within the first valve. Per the instructions for use (IFU): the safety and effectiveness of the bioprosthesis implanted within a failed preexisting transcatheter bioprosthesis have not been demonstrated. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading of this transcatheter bioprosthetic valve, the valve was loaded by a certified nurse and fluoroscopy revealed a successful load. The valve was deployed to the point of no recapture at a depth of 3-4 mm, which was acceptable. The valve was released slowly, however during the final release the valve shifted downwards to a depth of more than 14 mm which resulted in a high amount of leakage over the skirt. A second valve was implanted higher than the first valve, which successfully sealed the leakage over the skirt of the first valve. Additional information was received that a pre-implant balloon dilation was performed with a 22 mm non-compliant balloon. The aortic insufficiency was severe paravalvular leak (pvl).

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.